Event description:
(B)(4). I've had essure (paid for by my insurer) for over a decade; I have had chronic problems since including being hospitalized 2 weeks after surgery due to hemorrhaging, my period was then/is now so heavy that I couldn't/cannot leave the house the first 4 days. I had a hydrothermal ablation to try to correct it which it hasn't. Because of the bleeding, I had to go to get transfusions due to low iron. I can't make it from my bed to my bathroom about 15 feet without making a mess on the floor soaking through a super plus tampon and overnight pad. I exercise everyday yet I look(pregnant) and feel bloated constantly. I have my aleve on my desk because I have headaches, back pain and I am always tired. I have major hair loss as well. I've been married for 22 years with my husband for 28 years and sex has become very uncomfortable. I have sharp shooting pains in my sides. I just had my gyn do an ultrasound (inside and outside) to see why my stomach is so bloated. I am just reading some of these stories and its like these women are reading my thoughts and living my private humiliating hell. I was diagnosed this summer as having rosacea as a woman of color I found that hard to believe. I am going to voice my concerns with my gyn and dermatologist to see if I am possibly allergic to nickel. She has never suggested the essure could be the problem.